Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the moderately calcified left main coronary artery. Predilation was performed with 2.50x25mm and 3.00x20mm balloon catheters. A 3.00x24mm taxus liberte stent delivery system (sds) was then advanced to the lesion and would not cross. Upon removal of the sds it was noted that the edge of the stent was damaged. The procedure was completed with a different liberte stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the moderately calcified left main coronary artery. Predilation was performed with 2.50x25mm and 3.00x20mm balloon catheters. A 3.00x24mm taxus liberte stent delivery system (sds) was then advanced to the lesion and would not cross. Upon removal of the sds it was noted that the edge of the stent was damaged. The procedure was completed with a different liberte stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the moderately calcified left main coronary artery. Predilation was performed with 2.50x25mm and 3.00x20mm balloon catheters. A 3.00x24mm taxus liberte stent delivery system (sds) was then advanced to the lesion and would not cross. Upon removal of the sds, it was noted that the edge of the stent was damaged. The procedure was completed with a different liberte stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR:a visual and microscopic examination identified distal stent damage. The first row from the proximal edge had a strut raised and misaligned. The stent had also moved on the balloon 5mm from the proximal markerband. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).